Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was half deployed, and the clip was not returned with the device. The control wire was detached from the control knob and was removed from inside the coil. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record. A search of the complaint database revealed that no similar complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue and successfully released from the catheter; however, the clip fell into the patient in an open state. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue and successfully released from the catheter; however, the clip fell into the patient in an open state. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.